Manufacturer narrative:
No evidence of a device malfunction. Facility staff attribute event to pt accidentally partially dislodging fistula needle and not being able to resolve; due to length of time troubleshooting blood was not returned. Nxstage medical considers this report closed.

Event description:
During a routine hemodialysis treatment pt accidentally partially dislodged his fistula needle. Unable to correct issue and due to amount of time spent troubleshooting situation operator decided not to rinse back blood. Estimated blood loss is 190cc. Hb rechecked on (B)(6) 2011 and result was 10.5; decreased from previous hb 10.7. Epogen dose was increased by 2000 units per the facility's anemia protocol. No other medical intervention provided.